Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number 2249723-2025-0002039 in your database.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: (B)(6).

Event description:
It was reported by getinge field service engineer (fse) during routine check that cardiosave intra-aortic balloon pump (iabp) battery was not charging. There was no patient involvement.